Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this event was determined to be faulty batteries. The batteries were replaced to correct the reported condition. Similar reports have been received for the reported problem.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient/user involvement, injury or medical intervention in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.